Manufacturer narrative:
The reported issue is currently under investigation. As of this date a replacement video switching board has been ordered for this system. It is believed that the replacement of this component will address the issue. If add'l info indicates otherwise, an updated report will be filed.

Event description:
It was reported that the 9600 system left hand monitor lost vertical sync. There was no report of patient injury.